Event description:
Device 1 of 2 (refer to manufacturer's report number 1627487-2009-00031 for device 2). Ans received a report on 08/05/2009, that the pt's ipg system was explanted in 2009, due to an infection in the leads and the ipg pocket. It was reported the pt was placed on antibiotic therapy, and that the pt is responding well to treatment. The pt was implanted with an scs system about 4 days priom explantation. It was reported that one lead was placed subcutaneous in the lower back and that the other lead was placed subcutaneous in the grown area. Follow-up info received from the sales representative two weeks later, reported that a tissue culture was not performed, and found the pt is doing fine and plans to be reimplanted. The scs system was discarded by the hospital, and will not be returned to ans for eval.

Manufacturer narrative:
Eval codes. Eval for device 1 of 2. (Refer to manufacturer's report number 1627487-2009-00031 for the eval of device 2. Method: device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history. Additional lot#: 2804938, expiration date: 06/30/2011. Additional device manufacture date: 06/2009.